Event description:
It was reported that the patient underwent a fusion at l3-4 with posterior fixation at l3-l5. It was reported that the patient underwent a revision surgery in 2008 to remove and replace a broken rod. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for evaluation. Unable to determine cause of the event.